Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. It was later reported that the device was in storage mode. The patient does not want a new device. Tachycardia therapy was disabled and the patient would like to be deactivated from latitude as well. There is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) and a red alert was issued. There were no allegations about the performance of the device. The time from elective replacement indicator (eri) to eol was less than ninety days. This device is part of the shortened replacement window advisory. This advisory was originally communicated april 5, 2007. The device reached 2.65 v after 27 months and thus, did not meet inclusion criteria for the advisory. It is unknown if the device will be replaced. There have been no adverse patient effects.